Manufacturer narrative:
The device was checked after the event on the same date and passed. On (B)(6) 2016 two dräger specialists attended site at (B)(6) hospital to investigate the case and the device. The contact in the hospital was mr (B)(6). A visual inspection of the device was carried out and it was found in overall good condition. After power up the device no technical error was displayed. The device logs were downloaded successfully and analyzed. The whole sequence includes no hint or indication to the alleged four minutes period of shutdown. After log analysis the on site visit was finished with a new complete device check which passed. Among others, battery function was checked and found to work fine. Concluding, the investigation gives no hint to any interruption of ventilation.

Event description:
Please see initial report.

Manufacturer narrative:
The device is currently in quarantine at the customer site. Therefore up to now no investigation could be started. A team is planning to visit the site and to test the device on 19th january 2016.

Event description:
It was reported that the ventilator appeared to have shut down while attached to a patient who was dependent on it. A period of around 4 minutes of severe hypoxia followed, during which the patient developed hypotension and bradycardia. A near-cardiac arrest required CPR and administration of adrenaline. Reportedly, a period of severe hypoxia occurred which on its own would have been likely to cause significant brain damage.